Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The unit was able to power on using both ac and battery power. When powered on the device displayed an error message intermittently causing the device to reboot. Internal inspection showed a diagnostic failure on the ms board causing the device to show an error message and reboot. A service history record review showed the unit was in the field for over seven (7) years with no prior complaints related to this reported issue.

Event description:
The customer reported the rad-8 device switches off sporadically during operation and restarts. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the rad-8 device switches off sporadically during operation and restarts. No patient impact or consequences were reported.